Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre libre reader and precision strips were reviewed and the dhrs showed the fs libre reader and precision strips passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller called abbott diabetes care on behalf of a customer ((B)(6)-year-old child) and reported customer receiving a high reading on the adc freestyle libre reader. The caller reported that at 10:43pm on (B)(6) 2019, a reader scan of 208 mg/dl was obtained when compared to a sensor reading of 62 mg/dl. The customer experienced symptoms described as trembling and a loss of consciousness. It was further a capillary result of 92 mg/dl was obtained and the customer was incapable of self-treating. The customer¿s mom treated the customer by re-sugaring and no further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader and precision strips were reviewed and the dhrs showed the fs libre reader and precision strips passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller called abbott diabetes care on behalf of a customer (8-year-old child) and reported customer receiving a high reading on the adc freestye libre reader. The caller reported that at 10:43pm on (B)(6) 2019, a reader scan of 208 mg/dl was obtained when compared to a sensor reading of 62 mg/dl. The customer experienced symptoms described as trembling and a loss of consciousness. It was further a capillary result of 92 mg/dl was obtained and the customer was incapable of self-treating. The customer¿s mom treated the customer by re-sugaring and no further treatment information was reported. There was no report of death or permanent impairment associated with this event.